Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation is pending.

Event description:
Clip was found broken during using on the patient. The severed part has been removed from the patient with no adverse feedback 1 cartridge involved.

Event description:
Clip was found broken during using on the patient. The severed part has been removed from the patient with no adverse feedback 1 cartridge involved.

Manufacturer narrative:
Qn#: (B)(4). The lot number was not reported, but a potential lot number was found by looking at the sales history. The potential lot number is 73j2100456. Per DHR the product hemolok xl clips 6/cart 84/box lot# 73j2100456 was manufactured on 09/15/2021 a total of 4,116 pieces. Lot was released on 09/24/2021. DHR investigation did not show issues related to complaint. Functional inspection was performed on the four intact clips that were returned loose. The clips could not be tested for proper loading since they were not returned in the cartridge. A lab inventory applier was used. All four clips were manually loaded into the jaws of the applier and were successfully applied to over-stressed surgical tubing without breaking. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the root cause could not be determined. We will continue to monitor and trend on this issue. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. The cartridge was returned with a broken boss in it along with five loose clips. One of the loose clips had a broken pierced boss. R & d engineering was consulted for this complaint issue. According to r & d, the root cause for the broken pierced boss could not be determined. There are no indications that the pierced boss broke off due to a manufacturing issue. It is possible that the boss broke due to improper loading or by using damaged/misaligned appliers, but this could not be confirmed due to the limited complaint information provided. It is unknown how the returned clips were handled during use and the appliers were not returned for investigation. The four intact clips that were returned were all able to be successfully applied to over-stressed surgical tubing. Therefore, based upon the damage observed and the information provided, the root cause could not be determined. We will continue to monitor and trend on this issue.

Event description:
Clip was found broken during using on the patient. The severed part has been removed from the patient with no adverse feedback 1 cartridge involved.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation is pending.